Event description:
It was reported that the patient had an inflatable penile prosthesis cx model implanted in (B)(6) 2014. The patient had not used it much in the last little while, but when he went to inflate it recently and squeezed the pump, it deflated the pump and stayed deflated. If he hit the deflate button, the pump reinflated, but when he squeezed the pump again, he felt that pop but the pump does not reinflate after the squeeze. The patient tried troubleshooting of squeezing the deflate block, squeezing and holding the button, but it never went past that first pump, or a pump and a half. And it never reinflated the pump bulb at all unless he hit the deflate button. He had tried sitting in a hot bath to try and make sure everything was warmed up and tubes softened but nothing he tried has worked.